Event description:
It has been reported to co that during the procedure the dilator was defective. Reportedly, the tip of the dilator "bent so much you could not insert over the wire." The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.